Event description:
A user facility reported to olympus that an error "n207, images have not been transferred" notification occurred and no image was obtained when using olympus, model series 180 scopes with the olympus, model cv-190, evis exera iii video system center. In addition, it was reported that the cv-190 did not capture images. This report is submitted due to the report of no image when using olympus, model series 180 scopes. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a printed circuit board failure (patient board set). In addition, the evaluation found the main switch stuck in the on position, corrosion on the bottom chassis, deformed top cover, illegible front panel text and a corroded pip connector. Software version was determined to be 3.01. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty patient board set and main switch being stuck in the on position could not be identified. However, it is likely the cause of the faulty patient board set is related to a defect associated with the operational amplifier circuit design change of the dr (B)(6). Also, it is likely the cause of the main switch being stuck in the on position is related to a defect associated with the design change of the power switch because of the operating force applied to the power switch and the number of times the power switch was pressed exceeded the original assumption. The dr board design change was confirmed to have been made on april 16, 2018. It was also confirmed that the reported device was manufactured prior to the design change of the power switch too. Olympus will continue to monitor field performance for this device.